Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other pain indications - other. It was reported that the patient programmer is showing 2 different error messages. The patient reported seeing "por" and "eri" since today. Patient services (pss) walked patient through clearing the informational por message and patient was able to clear the por message but when she would try to turn stim on it would only show "eri" and she could not turn stim on.